Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately erratic. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The reporter stated the alleged issue began on either (B)(6) or (B)(6) 2011, in the morning at an unknown time. The reporter stated that the patient tested his blood glucose on an unknown date and time and received blood glucose results of '240 and 260mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <=20% and/ or <=20 mg/dl. The reporter stated that the patient manages his diabetes with a combination of metformin pills twice per day and 4 units of novolin and regular insulin once per day in the evenings. The reporter informed the mss that when the patient received the alleged erratic readings he took 4 additional units of novolin insulin. The reporter claimed that on (B)(6) 2011 at an unknown time, the patient developed symptoms of 'sweating' and informed the mss that the patient associated this symptom with low blood glucose. The patient reportedly self-treated his symptom with a peanut butter sandwich at an unknown time and reportedly felt better afterwards. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she/he obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged result(s) and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.